Event description:
It was reported that the patient was having an increase in seizures. The treating medical professional found that her impedance was patient denied the patient denied pain or discomfort. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent planned surgery due to the high impedance. The generator was disconnected from the lead and tested with the test resistor, impedance as expected. The generator and lead were then reconnected and tested several times. All impedances were within normal limits. The physician believed that the patient flipped the generator over and slightly pulled the lead pin out. Previously the mother and patient denied manipulation of the vns.